Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the customer reported that the touch screen froze. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide any additional information.